Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 580 mg/dl; cause was unknown. Reportedly, the customer experienced high ketones identified as dangerous by a heath care professional. Reportedly, the customer changed infusion set to address bg. In the hospital customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available